Event description:
Customer reported having a touch screen issue with the adc device. The customer reported touchscreen being "damaged" and as a result, the customer experienced a loss of consciousness and was able to self-treat with a metformin pill. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader (B)(4) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. A built in reader touchscreen test was performed, touchscreen responded properly. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.